Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review was not completed due to an unavailable lot number. A review of the device history record (DHR) was not completed due to an unavailable lot number. Conclusion: the actual sample was not received for evaluation. The DHR was not completed due to an unavailable lot number. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during a reintervention procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left proximal superficial femoral artery (sfa). Approximately 13 months after the reintervention procedure, the patient¿s left sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.

Event description:
It was reported through a clinical registry that during a reintervention procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left proximal superficial femoral artery (sfa). Approximately 12 months after the reintervention procedure, the patient¿s left sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: the relevant tests and lab data had the following sentence added "on (B)(6) 2017, dus imaging indicated 50-99% occlusion of left sfa." Corrected data: the date of event was changed from "(B)(6) 2018" to "(B)(6) 2017." The event description had the number of months changed from "13" to "12." The sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review was not completed due to an unavailable lot number. A review of the device history record (DHR) was not completed due to an unavailable lot number. Conclusion: the actual sample was not received for evaluation. The DHR was not completed due to an unavailable lot number. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.